Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse checked all fluid dispensers, which were functioning properly. The cse checked sample dilution probe (dpp) alignment, and found the probe tip was bent and out of alignment. The cse straightened the probe, refitted the probe and checked alignments. The probe was low. The cse adjusted the probe and ran calibration, resulting within range. The cse ran a 20 repetition cuvette check. The cse re-calibrated the system. The cse calibrated the instrument with urine, resulting in range. The customer ran quality control (qc), resulting within range. The cause of the discordant, falsely elevated sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium result was obtained on a patient sample on a advia chemistry xpt instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample on the same instrument, resulting lower. The customer reported out the repeat result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.